Manufacturer narrative:
The product lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available for return; therefore, an evaluation of the actual device was unable to be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal device hemostasis was successfully achieved by angio-seal device. However, on the second postoperative day, rebleeding occurred from the puncture site. During surgical treatment, it was found that the anchor and collagen had adhered to each other and were exposed outside the vessel. The anchor and collagen were removed from the patient and the bleeding was surgically stopped. The procedure before deploying the device was ais. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 9 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. The event occurred post-treatment. There were no other devices or equipment used with the reported product. Hemostasis was achieved surgically. Additional information obtained on march 15, 2023: the angio-seal 8 fr device was used for hemostasis after thrombectomy using a 9fr sheath. The anchor and collagen were removed surgically. Functional prognosis was unfavorable (mrs5) even before the recurrence of bleeding, and there was no deterioration due to the rebleeding. Blood loss was 355ml. The patient received a blood transfusion. The required surgical intervention due to the event. A CT or an ultrasound was not performed to diagnose the bleed. The patient's hospitalization was extended due to the event. The patient status after the following event was discharged from the hospital and transferred for rehabilitation. The bleeding occurred outside of the procedure room. Health harm to the patient was not serious. The blood loss was greater than 250cc's.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed for a closure complication. The exact root cause was unable to be determined. The likely cause was determined to have been use of angio-seal device in a puncture site larger than indicated in the angio-seal vip instructions for use (IFU) which resulted in a failed closure event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).